Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited infection, fluid discharge, hematoma and fever. A revision was performed and the ICD along with the right ventricular (rv) lead and non-boston scientific rv lead were explanted. No additional adverse patient effects were reported. The ICD will not be returned for analysis.